Manufacturer narrative:
While onsite, the technician observed that while the user facility personnel tried to dock the transfer cart, the cart failed to lock into the chamber and the carriage kicked out to the floor. The technician inspected the area where the unit was located and stated that the locking failure was due to the floors being uneven. Depending on the degree of the floor unevenness, if an employee tried to use the carriage on a different sterilizer, it could have damaged the latching mechanism or not allowed the latching mechanism to engage and disengage properly as the carriage may not be properly adjusted for the sterilizer.

Manufacturer narrative:
A steris service technician arrived on site and confirmed that the cause of the failure was a result of a misalignment of the transfer cart to the docking station. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that their 66'' transfer cart failed to lock with a full load of instruments on it. No injury or procedural delay was reported.